Event description:
It was reported that customer experienced low blood glucose level of 50 mg/dl. Low bg cause was not known. Customer drank apple juice to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.